Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by that during an open ventral hernia repair while using a stryker smoke evacuation pencil with a 0855c the tip of the electrode was buried in fat of the abdominal wall when they received a series of puffs of fire about the size of a coin in rapid succession. They replaced the pencil and completed the case with no more no consequences.